Manufacturer narrative:
E1 - initial reporter (B)(4). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to the entire lead having high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective stimulation was restored post-op.